Event description:
Spouse was giving patient the injection to his wife. Needle was not found after injection. Customer went to emergency room and had an x-ray. Small incision was made and needle was removed in emergency room.

Manufacturer narrative:
Evaluation summary: customer returned (10) sealed 5mm x 31g pen needles from lot #2095485. All returned pen needles were examined and no bent, broken, or detached IV or np end of the cannula was observed on any of the returned samples. Since the sample involved in the incident was not returned by the customer, complaint cannot be confirmed as a defect. Complaint history check yielded no other complaints for same condition for the lot reported. Device history review was conducted and no anomalies related to the issue reported has been noted. Quality will continue to monitor on monthly trend reports.